Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture, generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 510cc gel breast prostheses and suffered several unexplained systemic symptoms, including development of new allergies, dry and burning eyes, underwent a complete hysterectomy along with an endometrial ablation to stop heavy bleeding, sinus infections, issues with weight, hypothyroidism, fatigue, dry hair and skin, anxiety, brain fog, suicidal ideation, ana positive, and rhabdomyolysis. The root cause of the patient¿s symptoms is unclear. Additionally, the patient reported bilateral rupture of the breast prostheses. The patient questioned if the rupture was caused by her chiropractor. An ultrasound diagnosed right breast prosthesis rupture and an MRI diagnosed bilateral rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis. Mentor became aware that previously-submitted manufacture report number 1645337-2021-02783 is a duplicate of this report. Any additional event information received will be reported under this manufacturer's report number as applicable.